Manufacturer narrative:
The medfusion 4000 pump was received for evaluation. Upon receiving the pump, it was noted that both tamper seals were missing. Additionally, counterfeit top case and counterfeit super capacitor were found on the device. A broken screw was found by the bottom case "l" bracket mounting plate. There was also visible contamination. A manufacturing device history review, DHR, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump is over six years old. To investigate the reported issue, a power up test was performed along with an occlusion test. The reported problem could not be duplicated. The j9 connector was found to be fully seated and glue was not intact on mating surfaces of the j9 connection. The root cause of the problem could not be determined as no external damage or contamination was found to the interconnect board or speaker. The j9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection, and the speaker was replaced as well as a preventative measure. Device passed all functional test.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that there was a system failure and main audible alarm. It is unknown if there was a patient involved in the reported event.